Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient has experienced elevated metal ion levels. Doi: (B)(6) 2008 - dor: none reported (right hip). Patient is a resident of (B)(6). Update 12/14/2011 litigation was received. There is no new information that would change the outcome of the investigation. Update 18 july 2014 - der rcvd - updated dor, added pain as a reason for revision, added 3 products (cup, head and sleeve), added surgeon / hospital details.